Event description:
"Loose not snug fit adapter is coming apart in the ventilator circulator disconnecting infant from ventilator". Ref e-complaint-(B)(4).

Manufacturer narrative:
Reference e-complaint-(B)(4). Investigation: x-initiated manufacturer's investigation, x-no sample returned and x-review DHR. Analysis and findings: the reported complaint event cannot be verified or analyzed due to the absence of the affected inca device in that it was not returned. Should the affected device be returned in the future, the complaint may be reopened and amended as needed. A review of the two-year complaint history indicated that there were other similar complaints reported previously. Based on past similar reported event analysis investigations, it had been determined that the root cause was the incompatibility of the adapter used by the end user to mate or attach it to the csi white end connector. A review of the csi manufacturing assembly instructions indicated that nothing had been changed, and work instructions were properly being followed and adhered to. Further verification of sampled inventoried white adapter, part number 010-013, was performed in the way of a dimensional verification which found it to be within print tolerances. Component has been removed form dts (dock to stock), so that future receipts may be sampled and verified by csi incoming inspection. A review of the lot DHR for work order 289465 was performed and no abnormalities were noted. Correction: corrective action is not applicable at this time due to the absence of the affected sample for investigative analysis. This complaint will be monitored for trending to access potential future action. Was the complaint confirmed? No. Add warning to IFU (p/n 37368-dfu) to verify compatibility with adapters not supplied with system with the OEM.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow up report will be filed. (B)(4).

Event description:
"Loose not snug fit adapter is coming apart in the ventilator circulator disconnecting infant from ventilator" (B)(4).